Manufacturer narrative:
This is not an implantable device. An attempt has been made to obtain missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a defective cartridge tip. There was no patient contact. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: based on the picture provided by the customer, the reported complaint as deformed tip, and also cracked cartridge were verified. However due the condition of the cartridge as shown in the picture, the complaint could not be related to manufacturing process, but it could be related to handling process; therefore, a product quality deficiency was not identified. Manufacturing record review: a manufacturing review could not be performed since lot number is not provided or unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.